Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient recently experienced ventricular fibrillation (vf) that was unsuccessfully treated with six shocks. The physician alleged the cause of the non-conversion to be the patient's anatomy and placement of this single-coil right ventricular (rv) lead. The physician subsequently explanted and replaced the rv lead with a dual-coil lead to resolve the event and the patient was stable. The rv lead was received for analysis.

Event description:
It was reported that this patient recently experienced ventricular fibrillation (vf) that was unsuccessfully treated with six shocks. The physician alleged the cause of the non-conversion to be the patient's anatomy and placement of this single-coil right ventricular (rv) lead. The physician subsequently explanted and replaced the rv lead with a dual-coil lead to resolve the event and the patient was stable. The rv lead is expected to be returned for analysis, but has not yet been received.